Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure. The diagnosis and indication for the index surgical procedure? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What were current symptoms following the index surgical procedure? Onset date? Did the reported issue occur on bilateral breasts or one breast? Please clarify what is meant by ¿suture didn¿t hold¿; i.e., did the suture break; were the knots untied? Other relevant patient history/concomitant medications. Lot #. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a breast augmentation procedure on an unknown date and suture was used. On an unknown date post op, the suture didn't hold, causing the implant to extrude. A different suture was used to repair the failed suture. Additional information has been requested.